Event description:
It was reported that on an unknown date the patient was implanted with a non-gore device (unknown) to treat an abdominal aortic aneurysm. The follow up showed a migration of the device and contrast in the aneurismal sac. On an unknown date, it was noted that the renal arteries have been occluded and the physician implanted a conformable gore tag thoracic endoprosthesis and viabahns devices to save the renals. On (B)(6) 2014, there was no flow in the kidneys and the iliac-femoral bypass procedure with a hybrid device has been performed. No further adverse events have been reported. The patient tolerated the procedure.

Event description:
On an unknown date, it was noted that the renal arteries have been occluded and on (B)(6) 2014, the physician implanted a conformable gore tag thoracic endoprosthesis and viabahns devices to save the renals. During the procedure, there was no flow in the kidneys and the iliac-femoral bypass procedure with a hybrid device has been performed. The patient tolerated the procedure. The cause of renal occlusion is unknown. On (B)(6) 2014, was reported that on an unknown date the patient expired due to respiratory failure. According to the physician, death was not related to gore devices.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to renal occlusion and reoperation.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.